Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited oversensing of right atrial (ra) pace signals, which the device recorded as ventricular tachycardia (vt) beats. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that this could be caused by a change in lead position and suggested performing a x-ray. The physician plans to continue monitoring the patient. This rv lead remains in service. No adverse patient effects were reported.